Event description:
It was reported that the ICD showed eos status and was explanted approximately 65 months after implantation. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD first underwent an electrical test. It was found that the device could be interrogated, as per specifications. Matching the clinical observation, the device status had been eos since (B)(6) 2018, and 21 charge processes had been documented. The charge drawn from the battery was checked and turned out not to meet expectations. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The electronic modules capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The study of the current uptake of the electronic module, in particular, proved to be unremarkable. The battery was then returned to the manufacturer for a destructive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were studied. During the measurement of the battery voltage, the battery was discharged. A performed microcalorimetric measurement did, however, not show any anomalies. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the ICD had been implanted for 64 months. In the context of the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis.